Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to infection. All products were removed and cement spacer molds were implanted. The explanted stem is a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2013-02603 / 02607).